Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. At the 1-year transesophageal echo (tee) follow-up, a >5mm leak/residual flow was noted around the device. No additional information is known at this time.